Manufacturer narrative:
The t:slim pump user guide indicates that the cartridge needs to be filled with at least 95 units to ensure there is sufficient insulin available for delivery. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
Customer reported changing infusion tubing and site, went through the load process with 50u in the cartridge, and received a minimum fill message. The customer added more insulin and received an inaccurate fill estimate. Customer reported blood glucose level of 225(mg/dl) and administered a bolus. Reportedly, customer would revert to manual insulin injections until additional supplies were obtained. Multiple follow-up attempts were made; however, the customer did not respond.

Manufacturer narrative:
(B)(4). Remove: went through the load process with 50u in the cartridge, and received a minimum fill message.